Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had alarms as well as cannula was bent. The customer¿s blood glucose level was 519 mg/dl, 124 mg/dl. The customer declined troubleshooting for high blood glucose. Customer received low battery alarm earlier, they was able to solve battery issue on their own. Customer states insulin pump had battery failed, insert a new battery, power loss alarm, customer removed battery for more than 10 minutes then they tried to reinsert battery, insulin pump said delivery stopped insert a new battery, replaced the battery again and customer states that the insulin pump works. The device will not be returned for analysis.